Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: the result log in question was unable to be reviewed as it was not attached to the ticket and the samples in question were not identified by the customer. The ticket was opened on (B)(6) 2020, therefore, the run in question occurred before that date. There were results logs attached to the ticket on (B)(6) 2020 and the first run included in that data set was run on (B)(6) 2020. Quality data review: the device history records (DHR) review for abbott realtime sars-cov-2 amplification kit (list 09n77- 95) lot 509007 and its components was performed. The review did not identify any issues which could result in the reported complaint during the production or the release testing for lot 509007. The CAPA review for abbott realtime sars-cov-2 amplification kit (list 09n77-95) lot 509007 and its components was performed and did not identify any internal or post-production use issues related to these lot numbers and reported issue. Complaint history review: the lot specific complaint history review for abbott realtime sars-cov-2 amplification kit (list 09n77-95) lot 509007 did not identify any additional complaints related to the reported issue. Based on the results of the investigation elements, a product deficiency for the abbott realtime sars-cov-2 amplification kit (list 09n77-95) lot 509007 was not identified.

Manufacturer narrative:
Complaint investigation is in process.

Event description:
Customer stated that six or seven samples from a realtime sars-cov-2 run in question were positive, but repeated negative on a different platform. Customer repeated the samples after reviewing the assay curves and determining that the curves looked inappropriate. Customer stated that initial positive results from the realtime sars-cov-2 assay were reported out of the laboratory, but physicians were immediately (within hours) notified when the repeat negative results were generated on the other platform. Customer stated that they are unable to obtain information regarding impact to patient management, but there has been no report of adverse impact to patient management.